Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's spouse reported via phone call that the customer was hospitalized due to high blood glucose on (B)(6) 2017 with blood glucose of over 800 mg/dl. Customer was treated with insulin drip and manual injection. Customer's spouse also reported that the customer had a low blood glucose of 14 mg/dl during hospital stay. Customer was admitted in the hospital due to high blood glucose, heart failure, fluid retention and diabetic ketoacidosis. No symptoms was mentioned related to high blood glucose issue. The customer was wearing the insulin pump during the hospitalization. Customer's spouse declined troubleshooting and stated that the customer would like to discontinue insulin pump therapy and send it back with the supplies. Advised customer's spouse that she will be connected to customer support center for the device and other supplies return. The insulin pump was not returned for analysis.